Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment with moisture corrosion inside the compartment and on the printed circuit board. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspection shows a hair-line crack to the battery compartment extending from threads down to the finger pad. Moisture corrosion is observed inside the battery compartment and on the battery cap. The pump failed a leak test due a battery compartment leak. Pump powers ¿on¿ and displays ¿verify¿ screen. The pump¿s cover was removed, further moisture corrosion was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.